Manufacturer narrative:
Batch review performed on 23 september 2021: lot 2001145: (B)(4) items manufactured and released on 26-ago-2020. Expiration date: 2025-ago-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional devices involved: batch reviews performed on 23 september 2021: reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452) lot 2100435: (B)(4) items manufactured and released on 25-mar-2021. Expiration date: 2026-mar-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Reverse shoulder system 04.01.0173 glenosphere 39xø27 (k170452) lot 2004000: (B)(4) items manufactured and released on 24-mar-2021. Expiration date: 2026-mar-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting lateral instability and the cause of the instability is laxity. About 1 month and a half after the primary surgery, the surgeon revised the glenosphere, liner, and metaphysis. The surgery was completed successfully.